Event description:
It was reported via repair work order that the brakes would not disengage as the brake linkage bar was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.